Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture on the contralateral side.

Event description:
Healthcare professional reported "rupture on an unknown side discovered during surgery ". Device has been explanted. This record relates to right side.

Manufacturer narrative:
Additional, changed, and/or corrected data. Based on the device analysis grid, the assessments of the complaint are: rupture: not observed, additional observations: white particles observed on the surface of the shell. Crease fold observed. Deformation observed.

Event description:
Healthcare professional reported "rupture on an unknown side discovered during surgery". Device has been explanted. This record relates to right side.